Manufacturer narrative:
(B)(4). Device manufactured in 2006. The device was returned and an evaluation was performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection was performed with no issues noted. Functional testing including electrical safety testing, calibration and simulated therapy were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified ¿electrical issue¿ occurred with a homechoice device. It was not reported in which step of the therapy this issue was observed. The patient was not connected to the device at the time of the event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.